Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, and dyspareunia. On (B)(6) 2010 it was reported that patient underwent a suburethral repair foreign body removal of the anterior vaginal wall. On (B)(6) 2010 excision of suprapubic mass attached to the fascia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection,cystitis, bacterial vaginosis, hematuria, and vaginal itching. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent removal of eroded mesh under the urethra on (B)(6) 2006 due to mesh erosion of the suburethral sling. It was reported that the patient underwent I & d of right inguinal, contralateral left peri-inguinal, subumbilical, and old midline abdominal incision and removal of foreign body bladder suspension mesh from right and left suprapubic inguinal wounds on (B)(6) 2011 due to recurrent right lower quadrant/inguinal suppurative infection, morbid obesity, left inguinal infection, midline subumbilical fluid collection presumed infection s/p bladder suspension operation with subsequent takedown. It was reported that the patient underwent ventral hernia repair, exploration of lower abdominal wound with drainage of sinus tract on (B)(6) 2012 due to ventral hernia, drainage from lower abdominal wall. It was reported that the patient underwent abdominal wound exploration with excision of subcutaneous abscesses/granulation tissue and excision of draining sinus tracts on (B)(6) 2013 due to chronically infected draining abdominal/suprapubic sinuses with suprapubic subcutaneous abscesses associated with polypropylene mesh used for anterior colporrhaphy. It was reported that the patient underwent repair of recurrent ventral hernia with polypropylene mesh on (B)(6) 2013 due to recurrent ventral hernia. (B)(4).

Manufacturer narrative:
It was reported that patient under mesh revision/removal on (B)(6) 2006, (B)(6) 2006, and in 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent incision and drainage of right groin abscess on (B)(6) 2011 due to right lower abdomen abscess.